Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that during tumorectomy of tibial diaphyseal surgical procedure, it was observed that the radiolucent drive device stopped rotating while in use with the battery handpiece device and adaptor device. According to the report, the drill bit on the radiolucent drive device hardly rotated with abnormal sound at the second distal transverse locking in antegrade femoral nail operation. It was further reported that the device did not recover at all. As a result, there was a ten minute delay in the reported procedure. It was reported that the surgeon was able to complete the surgery by drilling manually. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter indicated that there was no allegation of malfunction against the drill bit. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.